Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument for failure analysis evaluation. Vessel sealer extend (vse) logs show the instrument was installed 1 time and passed 1 time. Qty (B)(4) cut complete events and qty (B)(4) seal events were noted with no errors. No e-100 logs were found as the instrument seems to be used with an erbe generator. The instrument was used for about 55 minutes.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument locked while sealing. The vse became locked in a closed position while on the uterine vessels. It was able to be manually removed and the instruments tips were opened and released the vessels it was grasping. Minimal bleeding occurred, the fenestrated bipolar forceps instrument was used to control any bleeding. Most of the patient's bleeding occurred from back bleeding of the large uterus, no active bleeding. The patient is recovering well.